Event description:
A pt was burned on the neck during a precision tx treatment.

Manufacturer narrative:
Cynosure technician inspected the unit and found that the thermaguide was not functioning during the ready mode.